Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited high capture threshold. Upon attempted repositioning, it was observed that the rv lead's helix failed to extend. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were helix mechanism issue and high capture threshold. As received, a complete lead was return in one piece with the helix retracted and clogged with dried blood/tissue. Helix mechanism issue was confirmed. X-ray inspection found the inner coil overtorqued at the connector region consistent with procedural damage. After cleaning, the helix was able to be extended and retracted when applying torque directly at the connector pin. The full helix extension length was within specification. The cause of the helix mechanism issue was isolated to the helix being clogged and overtorqued. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies except for procedural damage.